Event description:
On (B)(6) 2016, nakanishi received an email from a distributor (brasseler USA) saying that a patient was burned due to overheating of a handpiece. Details are as follows. - a dentist was providing the patient with a treatment for a dental amalgam filling using forza f5 with water spray. - suddenly, the handpiece started smoking. - the dentist stopped use of the handpiece. - the patient's lip was burned due to overheating - a handpiece head-sized blister had also developed in the upper left arch/mucosa area where the dentist was working.. - the dentist continued the dental treatment to finish the procedure. - since the dentist determined that no medical intervention was required and no permanent damage to patient was expected, the dentist did not apply any medications to the area where the patient had been burned. - the dentist advised the patient to rinse mouth out with saline water.